Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed and it was noted that there was a cut on the surface of the tubing 1¿¿ from the twist clamp. Functional testing was also performed which included leak testing, clear passage testing, and clamp function testing and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch in a tubing of a peritoneal dialysis (pd) transfer set. This defect was discovered during patient treatment. When found this issue, the user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information was available.